Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 54 mg/dl compared to readings of 170 mg/dl respectively obtained on a adc meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured, and results were within specification range. Placed sensor into libre 3 fr4 pcba (printed circuit board assembly) test fixture to perform accuracy testing. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were not within specification. After that the current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. An extended investigation was performed. Visual inspection was performed on returned sensor by using a keyence digital microscope and however no evidence of misuse was observed. No contamination, damage, or solder issues were observed on the returned pcba (printed circuit board assembly). The patch data was extracted and observed the patch to be in state 8 (error termination). The returned puck was attempted to reprogram, it was observed that the sensor's event log was full, preventing the sensor from being re-programmed. A full event log prevents the temperature, and poise voltage test to ensure the returned sensor¿s accuracy with glucose readings. Unable to continue investigation as sensor is no longer in its original condition or a condition to perform functionality testing. Therefore, this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted.